Event description:
Approximately 50 minutes into a pt's dialysis treatment, she called for attention as she had a warm sensation around the permanent arrow catheter. The venous blood line was found disconnected from the catheter and the blood loss was estimated to be 1000ml. The blood line was re-connected to the catheter, without discontinuing the treatment. The pt presented with fainting symptoms and received 400 ml of geoplasma and transfused with 2 units of blood 2 hours later. No hospitalization was required and the pt went home the same day. The root cause is presently unk and the medical investigation is ongoing.

Manufacturer narrative:
The gambro polyflux 170 h dialyzer used in a pt dialysis treatment was not available for investigation. Gambro performed a lot history record check and confirmed this lot was produced and tested without any nonconformities. There were (B)(4) dialyzers produced and distributed worldwide from this lot number. Gambro performed a complaint history file check. No further complaints were reported for this lot number.